Event description:
The customer's complaint was confirmed. Approximately .059" of nitinol ribbon plus .455" of ss ribbon fractured from the wire. The poly was removed and a fracture was at the nitinol ribbon. The missing section included the nitinol/ss ribbon weld joint and the remaining length of the ribbon, .031". The wire fractured at 35 cm from the inconel tube. The fractured tip was sent to sem. Results were reviewed by a quality engineer with materialography expertise who concluded that: "this nitinol fatigue fracture, located inthe stamped region, initiated at the lower left quadrant of the sem orientation image. The fatigue crack propagated diagonally until 21% of the cross-section area was compromised. Final, quick fracture occurred as a result of a tensile force calculated as 1.15 lb. This is more than twice the break force specification for this product. It was concluded that the device tractured when exposed to a force that exceeded product specifications. No evidence of material defects was detected. Considerable metal/metal smear was encountered at the fracture plane periphery.

Event description:
It was reported that during a ptca / stenting treatment procedure, the tip of the pt2 light support 185 cm/0.014" straight tip guidewire fractured off and remains in the pt's body. The pt was asymptomatic during this event. The lesion being treated was a 90% stenotic lesion in the ostial left anterior descending (lad) and left main (lm) coronary arteries. The dr used a 7f neat jl3.5stsh guide catheter to cross the lesion. He inserted a power soft 0.014" in the left circumflex (lcx) coronary artery, a rinato hl 0.014" guidewire into lad, and the pt2ls guidewire into the high lateral branch. The dr performed direct stenting with an express2 8/4.0 and express2 12/4.0 after having carried out a diagnosis via ivus in the lm trunk from the lad. He then withdrew the pt2ls out of the high lateral branch and crossed into the lcx through a strut of the stent. He confirmed that the pt2ls passed the strut of the stent via ivus. The dr then expanded the stent with a vente 14/3.0 mm balloon. Following the procedure, the dr confirmed that about 1 cm of the pt2 light support guidewire was left in the distal lcx. He did not attempt to retrieve the fractured portion of wire, as the pt's condition was stable. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.